Manufacturer narrative:
High stop current due to moisture damage on the lcd boad. Pump passed the displacement test, run current test, off no power test and self test.

Event description:
The customer reported via phone call the insulin pump battery is not lasting. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.